Event description:
New information received on (B)(6) 2018 confirms that the patient's device has been successfully paired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant, the patient experienced difficulties pairing their implantable cardiac monitor to the merlin app. Upon investigation, a certificate issue was identified. A merlin.net update was performed on (B)(6) to address the issue. The patient has not experienced any adverse consequences.